Event description:
It was reported that the left ventricular (lv) lead exhibited a loss of capture, and the right ventricular (rv) lead exhibited t-wave oversensing (twos) during the lv capture threshold tests. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.